Event description:
Philips received a complaint on the v60 ventilator indicating that a patient circuit occluded error was appearing. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The biomedical engineer (bme) informed the remote service engineer (rse) that they had confirmed the blower was not running, but the power supply voltages were operating within specification. The rse advised replacement of the blower assembly and provided the customer with the parts information. In a good faith effort (gfe) response from the customer received on 02apr2025, the customer clarified that they at first believed the gas delivery system (gds) was causing the issue, so they had replaced the gds, but the issue persisted. The customer then replaced the blower assembly and stated that the issue had been resolved. The device's return to service is pending the completion of preventative maintenance testing by the customer bme. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of completion of the testing following the part replacement. No response or further information was received from the customer. The customer did confirm that the initial inspection following the part replacement resolved the issue, but due to the lack of testing confirmation philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.